Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was up to 500 mg/dl. It was stated that the customer took bath with insulin pump and it fell into the water. It was stated that the insulin pump had open book image. Hardware low level failure alarm was displayed before the open book image was displayed on the screen. Troubleshooting was performed. The customer will discontinue use of the insulin pump. It was unknown if the auto mode was active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On 13-may-2022, the customer alleged the pump having open book image, high bg, pump error 63 alarm and expose to moisture. No critical pump error (open book image) alarm noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked select button keypad overlay and cracked case corner of the belt clip rails near the battery compartment during the visual inspection. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history on 05/13/2022 at 12:51:01 found pump error 4 alarm (line number = 2727, file number = 32122) and pump error 63 alarm (line number = 9926, file number = 2005) (variable info = 15). Also, pump error 53 alarm (line number = 5632, file number = 2005) on 05/13/2022 at 12:59:25. Pump was cut open and moisture damage on the electronic assembly, motor and force sensor during the visual inspection. In summary, pump passed all required testing. Customer alleged not confirmed for the pump having open book image. However, found pump error 63, 53 and 4 alarm in the pump history due to moisture damage on the electronic assembly. Customer alleged confirmed for expose to moisture. Unable to verify customer alleged for high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.